Event description:
It is reported that the device was implanted in 2007. Post-op, the articular surface dislocated, and the pt was revised in the same month.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined due to insufficient info. Evaluation codes: no product or x-rays were returned for eval. Device history records indicate device manufactured to specification.